Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A physician reported that on the eleventh day following an intraocular lens (iol) implant procedure, the patient developed eye redness, eye pain, decreased vision and was diagnosed with endophthalmitis. The patient was treated with medication and was admitted to the hospital. Additional information has been requested.